Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. During deployment, several struts of the filter did not fully expand. There was a risk of caval thrombosis with the filter at this position. Also, there was a small accessory renal vein below the filter at this site. Thus, decision was made to retrieve this filter. The deployment sheath was exchanged for a filter retrieval sheath. The hook of the filter was captured in the filter was removed intact. The retrieval sheath was exchanged for a new delivery sheath and a new inferior vena cava filter was placed as well as possible within the inferior vena cava. The repeat venogram was performed. Approximately seven months and nine days post filter placement, a computed tomography of abdomen was performed for inferior vena cava filter evaluation showed filter covers the renal veins, and one particular central strut extends into the proximal left renal vein. At least 2 struts that extend beyond the inferior vena cava wall located anteriorly but does not extend into the adjacent small bowel. Therefore, the investigation is confirmed for the reported activation failure including expansion failure. Based on the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with the history of deep vein thrombosis and pulmonary embolism. During the filter deployment, several struts of the filter allegedly did not fully expand. Reportedly, the filter has been removed and a new filter was deployed. There was no reported patient injury.

Manufacturer narrative:
Our firm received an FDA email correspondence on 06-aug-2024 from MDR data systems team, rebekah sykes, indicating that the information (specifically the unique device identifier (UDI) information in section d) of the previously submitted FDA form 3500a, was incorrect and a request was made to submit supplemental report(s) with the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols in the ¿unique device identifier (UDI) #¿ fields. This supplemental report is in response to that request. **UDI related data quality updates only** d4: medical device expiration date- although the lot number was requested, it was not provided by the complainant; therefore, the exp date is na. G4: k240257, k160866, k143208, k130366.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with the history of deep vein thrombosis and pulmonary embolism. During the filter deployment, several struts of the filter allegedly did not fully expand. Reportedly, the filter has been removed and a new filter was deployed. There was no reported patient injury.